Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a device detachment occurred. The stenosed target lesion was located in the right coronary artery. A 1.50 mm rotablator plus was selected for use. During the procedure, rotablation was performed for plaque modification. Rotalink plus was taken for preparation but while performing draw test on dynaglide mode, burr driveshaft detached from the protective sheath. The device was then removed from the wire, and the procedure was completed with another of the same device. There were no patient complications were reported post procedure.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found the sheath was kinked at the strain relief. At the strain relief, 12cm distal from the handshake connection, the coil was stretched and detached. No other issues were identified during the product analysis. Media review: photo media provided depicted a portion of the burr catheter with a detached coil present confirming the reported events. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review, the most probable cause for this complaint was considered adverse event related to procedure. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a device detachment occurred. The stenosed target lesion was located in the right coronary artery. A 1.50 mm rotablator plus was selected for use. During the procedure, rotablation was performed for plaque modification. Rotalink plus was taken for preparation but while performing draw test on dynaglide mode, burr driveshaft detached from the protective sheath. The device was then removed from the wire, and the procedure was completed with another of the same device. There were no patient complications were reported post procedure.